Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that catheter resistance occurred in the proximal section. The catheter used was a rebar 18.

Manufacturer narrative:
H3: product analysis: equipment used: vis (m-81805). As found condition: the solitaire fr revascularization device was returned for analysis within a shipping box, a plastic bio-pouch, and a dispenser coil. The solitaire fr revascularization device was returned within its introducer sheath. Damage location details: no bends or kinks were found with the solitaire fr pusher or marker coil. The solitaire fr stent non-working (teardrop) length struts were found bent. The solitaire fr stent working length struts were found to be in good condition. Testing/analysis: the solitaire fr revascularization device was pushed out from within its introducer sheath with resistance. Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during delivery¿ and ¿kink/damaged¿ reports were confirmed. Damage to the solitaire fr stent can occur if advanced against resistance. Possible causes of ¿resistance during delivery¿ include the use of an incompatible catheter, catheter damage, patient vessel tortuosity, or the user not maintaining continuous flush. The patient¿s vessel tortuosity was ¿moderate¿, ruling out ¿patient vessel tortuosity¿ as a potential cause. Information regarding whether a continuous flush was used was not reported; therefore, ¿user does not maintain continuous flush¿ could not be ruled out as a potential cause. The rebar-18 catheter was not returned for analysis; therefore, ¿catheter damage¿ could not be ruled out as a potential cause. The rebar-18 catheter has a labeled inner diameter of 0.021¿. As per the solitaire fr instructions for use (IFU), ¿solitaire fr revascularization device with the sfr-6-20 and sfr-6-30 reference numbers should be introduced only through a microcatheter with a minimum inside diameter of 0.027 inches.¿ therefore, the rebar-18 catheter is not compatible for use with the solitaire fr revascularization device. In this event, it is likely the use of an incompatible catheter contributed to the reported event. H6. Coding based on analysis findings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the push resistance for the solitaire was very large and it was almost impossible to push. After withdrawing the solitaire from the body, it was found that the solitaire was kinked near the detachment point. After a new solitaire was used, it was successfully put in place to complete the thrombectomy. The solitaire and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.    The patient was undergoing surgery for treatment of an ischemic stroke. It was noted the patient's vessel tortuosity was moderate.